Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was that the power to therapy pcb cable, which connects the power module to the therapy pcb assembly, was not properly seated to the power module at pcb-mounted jack connector, designator j41.  Physio then reconnected the cable at j41 which resolved the reported issue and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.